Event description:
Device was explanted.

Event description:
Additional information provided by healthcare professional: left side capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the report and confirmation from the physician has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports left side capsular contracture, baker grade iii, with pain and swelling. The device remains implanted.